Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During pre-deployment establish final arm angle (efaa), the clip jumped open from a less than 5 degree to 20-30 degree clip arm angle. Troubleshooting was performed, such as cycling the grippers, opening the clip back to 120 degrees, and relocking the clip multiple times. It was decided to remove and replace the clip. The replacement was implanted and the mr was reduced to grade 1. There were no adverse patient effects.